Event description:
It is reported that the pt underwent a two stage revision for infection. The first stage occurred on an unk date. The second stage occurred on (B)(6) 2014 where the neff nail was removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.